Manufacturer narrative:
Batch review performed on 18 september 2018. Lot 163310: (B)(4) items manufactured and released on 14 september 2016. Expiration date: 2021-07-27 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on 20 september 2018. Revision of cemented tibial component occurred 1 year and 9 months after primary tkr in a heavy ((B)(6)) elderly ((B)(6)) patient. Radiographic images provided show the presence of subsided tibial component. Initial implant position cannot be assessed not having an immediate post primary x-ray. According to the report, a traumatic event can be the cause of this failure.

Event description:
Revision tibial plateau for postero lateral subsidence and loosening 1 year and 10 months after the primary. Note: there is a suspicion of fall down of the patient, not confirmed.

Manufacturer narrative:
Visual inspection of the explanted tibia tray and inlay performed by r&d product manager on 30 october 2018. Revision surgery after 1 year and 9 months from primary surgery due to tibia postero-lateral loosening and subsidence. Tibial insert looks more worn on the posterior part on the lateral side. It is impossible to know if this is the effect of the postero lateral subsidence or an evidence of an implant malpositioning during primary surgery. No further considerations related to the event can be done from visual inspection of the components.